Event description:
A journal article was received which included information regarding this lead. Four weeks after pacemaker implant, a chest x-ray confirmed lead dislodgement. Also noted was that the implant procedure had been "long and difficult" due to patient anatomy. The lead was placed, but the lead could not be placed as far into the vein as the physician wished. Another procedure was needed and it was confirmed that a thrombus had developed in the coronary sinus. It was determined that there was no perforation and therefore, the procedure was abandoned. Of note, the patient did not have any symptoms normally occuring with a perforation. The patient's anticoagulation treatment was restarted, and the referral for surgical placement of an epicardial left ventricular lead was made. There were no reported patient complications as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "coronary sinus thrombus complicating left ventricular lead revision." Europace. June 1 2012;14(6):864.

Event description:
A journal article was received which included information regarding this lead. Four weeks after pacemaker implant, a chest x-ray confirmed lead dislodgement. Also noted was that the implant procedure had been "long and difficult" due to patient anatomy. The lead was placed, but the lead could not be placed as far into the vein as the physician wished. Another procedure was needed and it was confirmed that a thrombus had developed in the coronary sinus. It was determined that there was no perforation and therefore, the procedure was abandoned. Of note, the patient did not have any symptoms normally occuring with a perforation. The patient's anticoagulation treatment was restarted, and the referral for surgical placement of an epicardial left ventricular lead was made. Additional information received through follow up indicated that the author did not think there was any performance issue/malfunction with the lead. There were no reported patient complications as a result of this event.